Event description:
User contacted manufacturer to report a patient fall. The bed exit detection system had not been set up and patient exiting bed could not be trigged and signaled. There was no injury associated with the issue.